Event description:
Physician was attempting to deliver a resolute integrity drug-eluting stent to a severely calcified lesion in the lcx with 90% stenosis and moderate tortuosity but the device could not cross. The device was retrieved and stent deformation was noted. Another stent was deployed to complete the procedure. No clinical sequelae reported. Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The proximal pillow balloon folds were opened and disturbed. A number of struts on the 8th and 9th proximal stent segments were raised and pulled distally. A number of struts on the 1st distal segment were raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (stent deformation); patient's condition affected effectiveness of device (lesion morphology) - 90% stenosis, moderate tortuosity and severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 90% stenosis, moderate tortuosity and severe calcification. Inherent risk of procedure - (stent deformation). (B)(4).